Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Consumer mailed in a letter to complain I bought the guard less than one week ago. I used the device nightly and after several night I have destroyed the dental protector. Have enclosed photos of the device showing how it deteriorated. Survey states instructions were fine needed two tries properly fit the device. Not enough material to cover the front teeth. Device did not last bit through the upper layer of material.